Event description:
Spontaneous report, from the netherlands. Local reference: #(B)(4) quality complaint ref : (B)(4). This initial serious case report was received on 26-may-2023 from the dentist via local partner by email. Follow-up #1 received on 13-jun-2023 from affiliate by email. Follow-up #2 received on 31-aug-2023 from qa department by email. All the information were processed together. Description of the incident (narrative): the report described accidental needle stick, exposure to contaminated device, and device material punctured and device use error with the suspected device septoject evolution in a dentist after the intraligamentary numbing of tooth #36 for a filling procedure in an unspecified patient. The dentist who experienced the incident was 32-year-old male (w: 89 kg, h: 187 cm). On (B)(6) 2023, the dentist used the needle to administer dental local anesthesia for a filling procedure. It was reported that the needle was bent before use and 6 injections of septanest (articaine hydrochloride/epinephrine bitartrate) were administered using the needle. After the injection, the dentist manually recapped the needle by hand. Since the needle was bent before the injection, the needle needed some help to fully go into the cap, and during this, the needle pierced through the cap and stuck the dentist on his finger. Corrective treatment: the wound was let to bleed under water. It was reported that the patient had a recent operation and no diseases were found. Other information of product: batch: f08698aa, expiry date: 31-may-2024. At the time of this report, the outcome was unknown. This case is considered as serious due to internal convention (accidental needle stick with a soiled needle). Fup 1: received additional information regarding incident, concomitant medication, procedure, etc. Fup 2: received quality investigation from quality department. Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick and exposure to contaminated device with the suspected device septoject evolution in a dentist while recapping the needle. At the time of this report, the outcome was unknown. There was no information on the way recapping procedure was performed, but it is possible that the dentist didn't follow the adequate procedure as mentioned in the product's IFU. Pending quality investigations results and/or additional information, the main root cause cannot be identified but use error/abnormal use is to consider. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Manufacturer narrative:
Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: tests were performed on the sofic retention samples; the defective impacted devices weren't returned for investigation. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. Nonetheless, many use error/abnormal use have been reported in this report. The dentist bent the needle prior injection and recap by hand. Both actions are listed in the warning of the IFU and shall not be performed. In the absence of defect during investigation and tests and considering the information reported, the bending of the needle and wrong way of recapping procedure performed by the dentist are considered as the main root cause. Use error/abnormal use with reasonnably foreseable misuse is considered as the main root cause to the event. Final comments from the manufacturer: no quality defect on the tested samples. Root cause abnormal use/use error with reasonable foreseable misuse (cannula bending and manual recapping) no CAPA implemented. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): following the performed investigation, no specific root cause identified. All tested samples were compliant. Without product quality defect confirmed that could lead to the claimed incident and undetermined root cause, no specific corrective action will be implemented.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick and exposure to contaminated device with the suspected device septoject evolution in a dentist while recapping the needle. At the time of this report, the outcome was unknown. There was no information on the way recapping procedure was performed, but it is possible that the dentist didn't follow the adequate procedure as mentioned in the product's IFU. Pending quality investigations results and/or additional information, the main root cause cannot be identified but use error/abnormal use is to consider. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Event description:
Spontaneous report, from the netherlands. Local reference: #: (B)(4). This initial serious case report was received on 26-may-2023 from the dentist via local partner by email. Follow-up #1 received on 13-jun-2023 from affiliate by email. All the information were processed together. Description of the incident (narrative): the report described accidental needle stick, exposure to contaminated device, and device material punctured and device use error with the suspected device septoject evolution in a dentist after the intraligamentary numbing of tooth #36 for a filling procedure in an unspecified patient. The dentist who experienced the incident was 32-year-old male (w: 89 kg, h: 187 cm). On (B)(6) 2023, the dentist used the needle to administer dental local anesthesia for a filling procedure. It was reorted that the needle was bent before use and 6 injections of septanest (articaine hydrochloride/epinephrine bitartrate) were administered using the needle. After the injection, the dentist manually recapped the needle by hand. Since the needle was bent before the injection, the needle needed some help to fully go into the cap, and during this, the needle pierced through the cap and stuck the dentist on his finger. Corrective treatment: the wound was let to bleed under water. It was reported that the patient had a recent operation and no diseases were found. Other information of product: batch: f08698aa, expiry date: 31-may-2024. At the time of this report, the outcome was unknown. This case is considered as serious due to internal convention (accidental needle stick with a soiled needle). Fup 1: received additional information regarding incident, concomitant medication, procedure, etc.

Manufacturer narrative:
Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: tests were performed on the sofic retention samples; the defective impacted devices weren't returned for investigation. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. Nonetheless, many use error/abnormal use have been reported in this report. The dentist bent the needle prior injection and recap by hand. Both actions are listed in the warning of the IFU and shall not be performed. In the absence of defect during investigation and tests and considering the information reported, the bending of the needle and wrong way of recapping procedure performed by the dentist are considered as the main root cause. Use error/abnormal use with reasonnably foreseable misuse is considered as the main root cause to the event. Final comments from the manufacturer: no quality defect on the tested samples. Root cause abnormal use/use error with reasonable foreseable misuse (cannula bending and manual recapping) no CAPA implemented. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): all tested samples were compliant. Without product quality defect confirmed that could lead to the claimed incident and considering use error/abnormal use with reasonably foreseeable misuse as a root cause, no specific corrective action will be implemented. Amendment: - root case confirmed : from no to yes - final investigation results to be modified

Event description:
Spontaneous report, from the netherlands. Local reference: #(B)(4); #nr. 2302 - nl; quality complaint ref : (B)(4). This initial serious case report was received on 26-may-2023 from the dentist via local partner by email. Follow-up #1 received on 13-jun-2023 from affiliate by email. Follow-up #2 received on 31-aug-2023 from qa department by email. All the information were processed together. Description of the incident (narrative): the report described accidental needle stick, exposure to contaminated device, and device material punctured and device use error with the suspected device septoject evolution in a dentist after the intraligamentary numbing of tooth #36 for a filling procedure in an unspecified patient. The dentist who experienced the incident was 32-year-old male (w: 89 kg, h: 187 cm). On 25-may-2023, the dentist used the needle to administer dental local anesthesia for a filling procedure. It was reported that the needle was bent before use and 6 injections of septanest (articaine hydrochloride/epinephrine bitartrate) were administered using the needle. After the injection, the dentist manually recapped the needle by hand. Since the needle was bent before the injection, the needle needed some help to fully go into the cap, and during this, the needle pierced through the cap and stuck the dentist on his finger. Corrective treatment: the wound was let to bleed under water. It was reported that the patient had a recent operation and no diseases were found. Other information of product: batch: f08698aa, expiry date: 31-may-2024. At the time of this report, the outcome was unknown. This case is considered as serious due to internal convention (accidental needle stick with a soiled needle). Fup 1: received additional information regarding incident, concomitant medication, procedure, etc. Fup 2: received quality investigation from quality department. Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick and exposure to contaminated device with the suspected device septoject evolution in a dentist while recapping the needle. At the time of this report, the outcome was unknown. There was no information on the way recapping procedure was performed, but it is possible that the dentist didn't follow the adequate procedure as mentioned in the product's IFU. Pending quality investigations results and/or additional information, the main root cause cannot be identified but use error/abnormal use is to consider. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.